Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/9/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code vcp434h35 was received for evaluation. The product code is single-armed and on the detached needle, the swage and attachment area was noted to be as expected, marks by the surgical instrument were noted and there is enough impression and insertion at the swage needle on the suture end. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. Visual analysis of the returned samples determined that nine-teen samples of product code vcp434h35 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. The device performed without any defect noted and the complaint sample was not received for evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation findings: c22 ¿ procedure related photo review; c20 ¿ unable to investigate further. A manufacturing record evaluation was performed for the finished device lot number kbz476 /vcp434h35, and no non-conformances related to the reported complaint condition were identified. Investigation summary: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that two opened samples with detached needle from the suture of the product code vcp434 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Labial muscles. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. Note: events reported via mw# 2210968-2021-01327.

Event description:
It was reported that the patient underwent cleft palate surgery on (B)(6) 2020 and suture was used. During the procedure, the problem of pulling off suture needle happened. Changed to another one to continue the surgery. There were no adverse patient consequences reported.